Event description:
During eval of the heartstart mrx, it was noted by the philips bench engineer that the battery pca pins were bent. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.